Event description:
It was reported that two lifepak 500 (lp 500) devices, (B) (4), failed to treat a (B) (6) year old male cardiac arrest pt. The ambulance crew arrived on the scene and started CPR while connecting the first lp500 device ((B) (4)) to the pt. However, it was reported that the device would not power on. Responders connected the second lp500 device ((B) (4)) to the pt with third party electrodes (brand unk) but it prompted the "connect electrodes" message. Users switched the electrodes but the message persisted and the need for defibrillation was not determined. Thereafter, the fire dept arrived with a third defibrillator (lifepak 1000) and it was attached to the pt using different electrodes (brand unk). The third device analyzed the pt rhythm and reached a no shock advised decision. The pt was transported to the hosp where he was pronounced deceased. This medwatch report addresses the (B) (4) device. Refer to medwatch number 3015876-2010-00125 for the first device report.

Manufacturer narrative:
(B) (4): a clinical review of the reported incident determined that the device use may have contributed to the pt's outcome, as pt's ECG rhythm was unobtainable to provide defibrillation therapy if needed. Physio-control evaluated the device and verified the reported failure. The device would not recognize a load connection with the a tester and prompted "connect electrodes" message. Physio replaced the quik-combo pt connector harness, the cause of failure, and observed proper device operation thru functional and performance testing. The device was returned to the customer for use. The removed quik-combo connector was further analyzed at the failure analysis center. The reported failure was neither confirmed nor duplicated. The assembly functioned normally on the test mock-up device without any discrepancies.